Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: das de, s., johnsen, p., wolfe, s., (2015), soft tissue complications of dorsal versus volar plating for ulnar shortening osteotomy, journal of hand surgery, 40(5), 928-933 (USA). This article reviewed complications of fixed- angle dorsal locking plate fixation for ulnar shortening osteotomy (uso) with the conventional technique of volar plating. Thirty-two patients underwent the uso procedure on thirty-four wrists. Sixteen cases were on 2.4/2.7mm fixed angle plating and eighteen cases were on volar 3.5mm plating. Thirteen male patients and twenty-one female patients were in the study. A minimum of twelve months for follow up was used to assess outcome. Complications that were reported are nonunions and painful hardware. This report is for an unknown plate. This is report 1 of 1 for (B)(4).